Manufacturer narrative:
(B)(4). Damaged pcb, damaged motor. The analysis found that one ple60a device was returned in good visual condition and with an ecr60g cartridge loaded on the device. The reload was received unfired and in good visual conditions. During further evaluation, the device was noted to be non functional. In order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, evidences of corrosion were noted on the motor and pcb. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. No functional testing could be performed due to the returned condition of the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: on what tissue type was the device used? Stomach. On which firing(s) did this event occur (1st, 2nd, 8th, etc.) Second. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Black on the first firing, everything was normal. Was buttressing material utilized? Yes, gore seamgard. Was the instrument fired across or near an existing staple line or clip? Asku. Were any unexpected noises heard? Surgeon commented the gun was load, but thought it was normal. Were any of the forces higher or lower than expected (closing, firing, or opening)? Asku. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure after the second firing the specimen side of the staples did not form; the legs were straight. The case was completed with another device of the same product code and another green reload of a different lot number than the previous reload. There were no patient consequences reported.